Manufacturer narrative:
Something (particulate/ hair/ thread) stuck to a leaflet. Evaluation summary: brown and blue filaments are evident in the cusp area and the free margins of all three leaflets at the inflow aspect. The filaments vary in size and measures to approximately from 2-6mm. The valve as received is attached to the holder. No other inconsistencies detected. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through sales rep. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the surgeon noted something stuck to a leaflet. The surgeon thought it was a hair or thread and had difficulty removing it with his forceps (felt as if it was embedded in the device). The surgeon was able to get it off the device. The device was not implanted. Surgeon requested another device (with no cost) to be sent to him. Customer service has addressed this issue (replacement of the device). This information was provided via phone call by sales representative. The sales rep is returning the device for evaluation.